Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system boot stalling at 00:00. Upon further inspection, philips remote service engineer (rse) confirmed that the flex pc had grabber card issue. Customer reseated the grabber card. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that system was unable to boot up, stalling at 00:00. The device outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.